Event description:
The customer reported that the system displayed a communication failure and a control panel error message. These error messages will cause the system to lock-up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interface pcb cable was reseated, the lemo connector was tightened and the ps1 power supply was adjusted. The system was then found to be operating as intended.